Event description:
The customer reported a fluid leak from the red blood cell (rbc) count bath of a coulter lh 750 hematology analyzer. The customer stated there was fluid around the sweep flow lines. The instrument operator was wearing glasses, gloves, and a lab coat. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) troubleshooted the instrument with the customer via telephone. The customer drained and removed the bath, but the leak was not resolved. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse observed the rbc bath was not properly seated; the rbc bath was reseated to resolve the leak. The instrument was verified to meet the specified requirements per established procedures. (B)(4).